Event description:
It was reported occlusion alarms occurred. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer changed pump supplies to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer reused the cartridge. Tandem technical support informed the customer that reusing the cartridge is off label per the tandem user guide. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of reporting the customer was heading home to change supplies to resolve elevated bg level and load fill tubing issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.